Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an rv coil impedance alert the same day as implant; however, it was not confirmed to be during the implant procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.